Manufacturer narrative:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the pts complained that the handpiece is getting hot. Pt was not burned. During product eval it was found that the bearings are gritty, the head at backcap is dented and hence the backcap button sticks in and interferes with bearings. This caused the head to heat up.

Event description:
A dentist was performing a routine procedure on a pt using a dental electrical handpiece when the handpiece heated up but did not harm anybody.